Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of complex regional pain syndrome and non-malignant pain. It was reported that the stimulator did not provide the same relief as before after their device reset on (B)(6) 2017 with a different manufacturer's representative (rep). The patient also stated that charging increased after as well as the stimulator not charging well. Aside from the reset no other diagnostics were performed. Impedances were good and the battery log showed no abnormalities at the scheduled replacement date (B)(6) 2018. The patient informed the healthcare provider (hcp) that the device did not function the same after the device reset and they were having a hard time, therefore the device was replaced. No further complications were reported or anticipated. No symptoms were reported.